Event description:
The contact stated the customer had received blood glucose readings of 30 and 20 mg/dl. While troubleshooting, the contact performed control tests and rec'd results of "lo" and 30 mg/dl. The normal control range is 98-135 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips will be returned for eval, and replacement strips will be sent.